Event description:
It was reported that, the arthroplasty was revised due to infection. The components were implanted in situ for approximately 0.1 y. The femoral, tibial and patellar components were revised. The pt presented with a ucla score of 1 three months prior to revision surgery and a maximums core of 1.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6) research center. Medical records and x-rays were not provided to stryker for review due to irb restriction at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 7115-0003, lot # mjkel description: series 7000 standard tibia. Cat # 81-4405l lot # mjr1vr description: scorpio nrg ps femoral #5 left. Cat # unk lot # unk description: unk patellar polyethylene. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.